Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The device has been returned for evaluation and investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
It was reported that the device did not produce smooth cut. The event occurred during surgery. There was no harm and no delay in the event.

Event description:
No additional event information is available.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). D4: UDI#: (B)(4). Product review of the dermatome an on august 27, 2019 revealed that the complaint could not be duplicated during evaluation. The device was within calibration and motor speed specifications and the control bar was in the correct position. Repair of the dermatome an was performed by zimmer biomet surgical on august 27, 2019 which included replacement of the thickness lever, neck o-ring and bearings. Dermatome an, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the complaint could not be replicated during evaluation. The device was within calibration and motor speed specifications and the control bar was in the correct position. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended for any adverse trends that may warrant further action.